Manufacturer narrative:
(B)(4): the device was not returned for evaluation. No lot or serial information was provided to perform a product history review. There was no device malfunction reported during the procedure.

Event description:
On (B)(6) 2017, a (B)(6), female patient with a history of atrial fibrillation received an off-pump, totally thoracoscopic minimally invasive ablation procedure using a cobra fusion 150 ablation system. The patient was heparinized with 10,000 units for the procedure with an act measured above 325. When the patient woke up, her vision was impaired on her right side. A CT scan identified a left occipital lobe infarct and the hospital treated the patient following a stroke protocol. There were no device malfunctions or procedural complications reported with the initial procedure.